Event description:
It was reported the device broke while in use. It was reported, "whilst doing a supramalleolar osteotomy using the tibiaxys medial plate, the surgeon inserted all the screws without any issues, until he went to use the most proximal surfix screw. When the screw was on half-way inserted, the head sheared and the screw could not be inserted further or removed. The surgeon tried using several different types of pliers, but the screw could not be removed. Finally the surgeon used a diamond cutter to cut the screw and then a burr to sand down the protruding bit of screw. This process extended the surgery by approx 30 mins and the surgeon was not happy with the outcome of the surgery." It is reported no patient injury is alleged.

Manufacturer narrative:
Integra completed its internal investigation 5feb2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: a review of the device history record is performed for manufacturing lot f2wu pn 295322s. This lot was manufactured in february 2013. No anomaly is observed during machining step about improper dimensions or raw material. A review of the complaint system was performed. This is the first incident reported to newdeal about breakage during insertion of a surfix® alpha titanium diameter 3.5 mm screw (for the past two years). During the same time period, 5 275 surfix alpha system titanium diameter 3.5mm screws were sold. The complaint rate for this kind of incident during the stated time period is 0.019 percent. It is the first incident recorded for lot f2wu. 105 parts were initially released. Lot failure rate is 0.95%. Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident cannot be found. No anomaly was found during documentary review. No failure analysis can be performed as no product was returned.